Manufacturer narrative:
H3, h6: the product was not returned for evaluation. A medical review was performed, detailing that insufficient to determine whether the patient¿s symptoms, signs or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. The material composition confirmed iodosorb/iodoflex does not contain curcumin or curcumin co-polymers in either product. Based on the information provided, the patient¿s swab test results, which were not provided), revealed pseudomonas was still present in ulcer wounds. Subsequently, the patient reported the discontinuation of both smith and nephew products, and her ulcer is now reaching granulation and the related symptoms: teeth sensitivity and migraines, are abating. Since the patient is no longer using s+n products and there were no patient injuries, surgical interventions, or hospitalization reported, no further clinical/medical assessment is warranted at this time a documentation review was performed. Historical review, reveals no other complaints of this nature, with no open or closed escalation actions. Batch records reveal no contributory factors regarding the event reported, records detail the product met the final specifications prior to release into distribution. The instruction for use reveals no contributory factors, the IFU provides adequate warnings and precautions, relating to sensitivity and pain. The product is intended to treat and prevent infection. The risk management files mitigate the reported harms. The probable cause remains unknown, factors may include sensitivity to iodine. No manufacturing, labelling, or design have been observed, therefore no corrective actions are deemed necessary.

Manufacturer narrative:
B4, h6. Description updated and health effects codes added.

Event description:
It was reported that, during treatment of ulcer wounds with iodosorb powder and iodoflex dressing, a patient reported pain in the wound area. Patient has also experienced long term migrane and teeth sensitivity while using iodosorb. Patient is allergic to copolymers and cucurmin according to a dermatologist consultant, leading to a wound healing process being hindered. Although this allergic reaction, patient has overcome the presence of staphylococcus aureus in her ulcer wounds, for which she stated her intention to continue using iodosorb powder but not iodoflex dressing. According to swab test results, pseudomonas is still present in her ulcer wounds.

Event description:
It was reported that, during treatment of ulcer wounds with iodosorb powder 3g ctn 7 ((B)(4)) and iodoflex 5g ctn 5 ((B)(4)), a patient reported pain in the wound area. Patient has also experienced long term migraine and teeth sensitivity while using iodosorb. Patient is allergic to copolymers and cucurmin according to a dermatologist consultant, leading to a wound healing process being hindered. Although this allergic reaction, patient has overcome the presence of staphylococcus aureus in her ulcer wounds, for which she stated her intention to continue using iodosorb powder but not iodoflex dressing. According to swab test results, pseudomonas is still present in her ulcer wounds. On (B)(6) 2021, the patient reported that she is no longer using either of the products, and her ulcer is now reaching granulation. Her related symptoms; teeth sensitivity and migraines, are abating.

Manufacturer narrative:
B4, d4 information updated.

Event description:
It was reported that, during treatment of ulcer wounds with iodosorb powder and iodoflex dressing, a patient reported pain in the wound area. Patient is allergic to copolymers according to a dermatologist consultant, leading to a wound healing process being hindered. Although this allergic reaction, patient has overcome the presence of (B)(6) in her ulcer wounds, for which she stated her intention to continue using iodosorb powder but not iodoflex dressing. According to swab test results, pseudomonas is still present in her ulcer wounds.